Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Low battery voltage was observed. The device was tested on the bench and high current drain was found to be caused by a failure within a component on the hybrid. The root cause of the failure to communicate was a drained battery.

Event description:
It was reported that when patient presented for a device check, the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.